Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) spinal therapy for vertebral compression fracture (vcf). Levels implanted was t12. It was reported that during a procedure, the cement failed to thicken adequately after mixing, and as a result, the cement was never implanted. There were no patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that the cement was runny and didn¿t set up fast enough to be used in the patient. The patient did not receive cement as it was not used on the patient. There was a 10 minute delay during the procedure.